Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included back pain, joint pain, tiredness, offensive vaginal discharge, vaginal pain, stress incontinence, uterine bleeding, ovarian cyst, pelvic prolapse, vaginal discharge, bacterial vaginosis, cystocele, chronic cervicitis and dermoid cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for back pain as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the dyspareunia, depression, anxiety, pelvic prolapse, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pelvic prolapse, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: events resolved post removal: pain, bleeding, bladder problem and urinary problem. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, menorrhagia, dyspareunia . Most recent follow-up information incorporated above includes: on 9-jan-2020: new events added: bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge and confirmation test was not done. Events resolved post removal: pain, bleeding, bladder problem and urinary problem. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, joint pain, tiredness, vaginal odor, vaginal pain, stress incontinence, uterine bleeding, ovarian cyst, pelvic prolapse, vaginal discharge, bacterial vaginosis, cystocele, endocervicitis and dermoid cyst. Concomitant products included vicodin for back pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, menorrhagia, dyspareunia . Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease and medication, new events menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, depression and anxiety added. Outcome for the event pelvic pain updated to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, joint pain, tiredness, offensive vaginal discharge, vaginal pain, stress incontinence, uterine bleeding, ovarian cyst, pelvic prolapse, vaginal discharge, bacterial vaginosis, cystocele, chronic cervicitis and dermoid cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for back pain as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and pelvic prolapse outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pelvic prolapse and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, menorrhagia, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event added: pelvic prolapse. Outcome of the events: vaginal haemorrhage and menorrhagia updated to recovered/resolved. Concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included back pain, joint pain, tiredness, offensive vaginal discharge, vaginal pain, stress incontinence, uterine bleeding, ovarian cyst, pelvic prolapse, vaginal discharge, bacterial vaginosis, cystocele, chronic cervicitis and dermoid cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for back pain as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the dyspareunia, depression, anxiety, pelvic prolapse, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pelvic prolapse, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: events resolved post removal: pain, bleeding, bladder problem and urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. On 3-jun-2020: fu5&6 process together- pfs received: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal of the essure® device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.